Event description:
Livanova received a report a lifesparc pump displayed no flow (0.0 lpm) while at max rpm (7500) during support. The staff noted a frothy substance in the venous line. It appeared air had entrained into the circuit and had vapor-locked the pump. The oxygenator also appeared to have air entrained in it. The pump was stopped and the decision was made by the staff to exchange the circuit for a new one. A completely new circuit was primed and switched out. The patient required heavy volume resuscitation which could not be achieved and eventually the decision was made to withdraw care and the patient expired. It was suggested that air may have been entrained from the venous catheter which led to the pump vapor-lock. The oxygenator and the cannula used during the procedure were not livanova devices. Note that while the patient did ultimately die, the patient death is not being attributed to the malfunction of the lifesparc pump. The patient was found unresponsive prior to going on support and was on bypass for some time prior to being put on the lifesparc system. Patient continued to decline throughout, both prior to and after the low flow event. The death is being linked to underlying patient condition as opposed to the low flow event.

Manufacturer narrative:
B2. Note that while the patient did ultimately die, the patient death is not being attributed to the malfunction of the lifesparc pump. The patient was found unresponsive prior to going on support and was on bypass for some time prior to being put on the lifesparc system. Patient continued to decline throughout, both prior to and after the low flow event. The death is being linked to underlying patient condition as opposed to the low flow event. As such, this report is not being classified as a death, as the death is not attributed to the device problem. D4. Device lot/serial number were not provided, so expiration date and UDI could not be determined. H4. As device lot/serial number are unknown, the manufacture date could not be determined. H10. Livanova manufactures the lifesparc pump. The event occurred in joplin, missouri. There was no patient injury reported as a result of the alleged malfunction. The lifesparc pump was discarded during the event and could not be returned for evaluation. During follow-up communication with the livanova representative, it was confirmed that there was forward flow prior to the air entrainment. The user was working with a closed system so it is unclear where the air was entrained, however the non-livanova cannula was suggested as the most likely source. The representative reported that the event did not result in any direct patient harm. The patient was found unresponsive prior to going on support. He was on bypass for an hour prior to going on the lifesparc system and continued to decline throughout, both before and after being placed on support with the lifesparc system. Following the low flow event and circuit change out, the patient continued to deteriorate and they were not able to stabilize. That patient ultimately did not survive however the death is being linked to underlying patient condition as opposed to the low flow event. Patient was on va ECMO up until care was withdrawn. A review of the event by a medical affairs expert was also performed. The clinical consensus was that the patient death was a result of underlying condition, and the air entrainment was a complication of the therapy. Air entrainment can happen via numerous potential pathways, as the livanova pump generates negative pressure which can entrain air. A DHR could not be performed as the device was disposed and a serial number could not be provided. Although the device was not returned and an exact root cause could not be established, the most likely root cause of the event was air entrainment through the non-livanova manufactured cannula device due to negative pressure of the system. There is no evidence that the livanova device malfunctioned and no allegation has been made that the reported event directly contributed to the patient adverse event. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.